Manufacturer narrative:
The pump display froze at the end of the displacement test followed by an unexpected constant audio alarm. The problem was isolated to the mother board. The pump was received with cracked case at display window corners and battery tube threads. The pump was also received with minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they inserted new battery and the device counts down, but stops at 6 followed by buzzing. The customer's blood glucose level at the time of incident was 160mg/dl. The customer states they were grocery shopping and the pump was left without a battery for 20 minutes. The customer states that the new battery did not restore normal pump function. The customer was advised the pump would be replaced and returned for analysis.